Manufacturer narrative:
The technician assessed the bed and found the scale board was not working properly due to corrosion creating a bad contact to the pods. The technician replaced the scale board, calibrated the scale and performed a function check to repair the bed.

Event description:
The account alleged there was no display on scale pods.